Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 74 mg/dl (aviva) and 40's mg/dl (paramedic's meter). The lot number was not provided. Return of the suspect device was requested for evaluation.